Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction internal fixation on (B)(6) 2005 due to a greater trochanter fracture. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date explanted - implant was explanted on (B)(6) 2004; however, patient underwent open reduction on (B)(6) 2005

Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent an open reduction internal fixation on (B)(6) 2005 due to a greater trochanter fracture. No further information has been provided. Additional information received reports patient was revised on (B)(6) 2004 due to acetabular migration of a competitor cup. The head, cup, and liner were removed and replaced.